Event description:
It was reported that the cross arm on the 9600 system was damaged and needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cross arm was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.